Event description:
It was reported that the connector set screw sheared off inside the screw head. The connector was removed but the setscrew was unable to be removed. No additional patient complications were reported.

Manufacturer narrative:
For use by user facility/importer (devices only). (B)(4).